Manufacturer narrative:
Qn#(B)(4). A review of the manufacturing records found the lot passed all acceptance criteria. Two photos were provided. One showed the packaging of the ezio set and the other showed an ez-io stylet inserted into a patient's proximal tibia without the cannula. Based on the photo provided and a review of the manufacturing records which showed that all components were present, it is likely the reported failure was caused by operational context- user technique. Please be reminded not to discard the ez-io needle cannula when removing the needle guard. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
On two occasions after insertion the hub would not unscrew. The entire device was removed. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
On two occasions after insertion the hub would not unscrew. The entire device was removed. There was no patient injury.